Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported she has been experiencing non-auditory side effects with stimulation from loud sounds since autumn of 2017. She feels pain and a feeling which she described as a 'banging' in the head. She can barely hear with the device. It was however previously reported in 2010 that the recipient had been experiencing pain and fasciculation in her eye and neck with stimulation. Stimulation levels that did not produce these symptoms did not provide her with speech comprehension.

Manufacturer narrative:
Based on received information, observed symptoms were most likely due to a preexisting condition namely, cochlear ossification leading to extracochlear channels. To some extent, these symptoms could be addressed by re-fitting. Additionally, observed fluctuations on in situ testing results were likely attributable to a transient issue with the measurement setup, e.g. Coil not being properly placed over the implant, since normal results were later obtained. The device remains implanted and in use.

Event description:
The recipient reported she has been experiencing non-auditory side effects with stimulation from loud sounds since autumn of 2017. She feels pain and a feeling which she described as a 'banging' in the head. She can barely hear with the device. It was however previously reported in 2010 that the recipient had been experiencing pain and fasciculation in her eye and neck with stimulation. Stimulation levels that did not produce these symptoms did not provide her with speech comprehension.